Event description:
Related manufacturer reference number: 2938836-2019-12572, 2938836-2019-12573. It was reported that when the patient presented in clinic for a follow up, infection was observed. The pocket was red, and the patient was monitored at this time. Pocket erosion was noted a few weeks later since an open spot on the incision line was observed. The physician believed that the infection was not caused by the device. The patient was not pacemaker dependent. The device and leads were explanted. The patient was stable throughout the procedure and will return to the clinic for a new device system implant.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.